Event description:
The device (speculum holder mco981 for mco980 legent) was returned to mxi for service and repair. It was reported that the spring does not work. There was no reported patient impact.

Manufacturer narrative:
(B)(4). Analysis of the device (speculum holder mco981 for mco980 legent) indicated that one of the spring levers had broken off at the base. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues.